Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the patient¿s implantable neurostimulator (ins) was not working. There were no patient symptoms reported. The patient was implanted for complex regional pain syndrome, reflex sympathetic dystrophy with causalgia and complex regional pain syndrome, and radicular pain syndrome with radiculopathies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.